Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the right atrial lead failed to sense or pace through the pacing system analyzer testing cables. The lead was explanted and replaced successfully. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture and sense was not confirmed. Analysis was normal. No anomalies were found.